Manufacturer narrative:
(B)(4). A field service specialist visited the account on (B)(4) 2013 and confirmed artifact in all ablations. He rotated m-2 mirror, replaced l-2 lens. He realigned system from cavity out. All calibrations are in amo specification. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
On (B)(6) 2013, he treated patients but did not realize their was an artifact on one of the laser optics and patient had a central island. Patient fully recovered with optimal visual outcomes.